Event description:
It was reported that during a stent placement procedure for treatment, the stent suture broke. This product was inserted into the pt's body after predilatation. Then the physician tried to deploy the stent at the target lesion, but he couldn't because of restriction. He pulled the suture again to deploy the stent, then it broke. The device was removed and another product was used instead. The procedure was successful. It was reported that there were no complications for the pt and the pt's condition after the procedure was good.